Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it continuously rebooting was confirmed. Ventec opened the device in order to perform an internal inspection and observed that its cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the cough assist valve's poppet ring was torn.

Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed that it continuously rebooted. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 ¿ section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).